Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced low blood glucose (bg) of 50 mg/dl, cause was unknown. Customer required assistance addressing bg level with juice. Tandem technical support reviewed the pump data logs and found the pump delivered insulin as intended. Recommendation was made to consult with healthcare provider regarding diabetes management.